Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device due to detection of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. Additionally, there was intermittent t-wave oversensing (twos) noted on the right ventricular (rv) lead. The rv lead remains in use. It was further reported that the right atrial (ra) lead had undersensing. The ra lead remains in use. It was further reported that approximately 1.5 months later, the patient received another shock for twos. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).